Manufacturer narrative:
(B)(4). Photographic device evaluation: visual analysis of the photographs identified observed two devices both has broken and red particles in the surface of the shell. Devices not labeled by explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with a non allergan device.